Event description:
It was observed that during the device evaluation, there is a foreign object in the nozzle.

Manufacturer narrative:
The device was returned to olympus and the evaluation found: there is a foreign object in the nozzle. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor the field performance of this device.